Event description:
It was reported that during the implant procedure when the physician screwed the distal set screw down, it locked perfectly. When screwing the proximal set screw down it appeared to just turn the header. It was noted that the screwdriver looked off center. When the physician loosened the set screw, the lead would not come out of the header. The physician chose to screw the lead down and leave the device in unipolar pacing. The surgeon saw the patient 2 weeks post operation and was happy with how the device was functioning. The device was working well and there were no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).